Event description:
Customer reported that the hose was damaged. Device was returned for repair. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device returned for service. During the evaluation, the technician found the hose had a hole in it. The device was subsequently repaired and returned to the customer on (B)(4) 2013.